Event description:
Company representative reported on behalf of healthcare professional, rupture on unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
The device has been explanted.

Event description:
Company representative reported on behalf of healthcare professional, rupture on unknown side. Device status was explanted.

Manufacturer narrative:
This record has been determined to be a duplicate record of mrn: 9617229-2022-17399. If additional information is received, it will be reported under that mrn.

Event description:
This record has been determined to be a duplicate record of mrn: 9617229-2022-17399. If additional information is received, it will be reported under that mrn.

Manufacturer narrative:
This record has been determined to be a duplicate record of mrn: 9617229-2022-17399. If additional information is received, it will be reported under that mrn.